Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer end knob, which is being used to tighten the acrobat arm, came out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer end knob, which is being used to tighten the acrobat arm, came out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed, however photographs were provided by the account. A photographic inspection was conducted on (B)(6) 2020. Signs of clinical use and no evidence of blood was observed. The locking lever was observed to be unlocked. The knob was observed to be detached from the device. No other visual defects were observed. Based on the photographic inspection, the reported failure "detachment of device or device component" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwie #: (B)(4). The device was returned to the factory for evaluation on 01/21/2021. An investigation was conducted on 01/29/2021. Photographs were provided by the account. Signs of clinical use and no evidence of blood was observed. The locking lever was observed to be unlocked. The knob was observed to be detached from the device. Signs of clinical use and no evidence of blood was observed. The knob of device was observed to be detached from the device. The yellow inside of the knob was also detached from the device. No other visual defects were observed. Based on the photographic inspection, and the results of the investigation the reported failure "detachment of device or device component" was confirmed. The vendor certifies that this device lot conforms to all applicable product specifications. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 25145180 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. [16823-the label reconciliation report associated with material om-10000, batch no. 25145180 shows the quantity of canister test label printed as 2, while the total amount canister test label retained is 1.] Based on the DHR/lhr review results, it was determined that there is is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer end knob, which is being used to tighten the acrobat arm, came out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.